Event description:
Found during routine testing, according to the rptr, the device would power on and then immediately power off and the device would intermittently recognize the installed batteries. There was no report of pt involvement with the incident.

Manufacturer narrative:
Physio-control provided customer troubleshooting assistance, and gave several replacement items part number information to repair device.